Event description:
Healthcare professional reported a left side rupture, capsular contractures, baker grade iii/IV, and exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observation: red biological tissue observed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.